Event description:
It was reported that a reconstitution device leaked during reconstitution of pantoloc. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the returned device did not identify any issues. The device was then connected to a vial and viaflo bag for a functional test; reconstitution was able to be performed with no difficulty by squeezing the bag. The vial and bag were then turned upside down and the bag was squeezed in order to get all the solution in the vial back to the bag. All the solution was transferred back to the bag without difficulties. No leaks were revealed during this test. The reported problem could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.